Event description:
S: rn noticed stickiness below filter (white port) on bed around 1500, which to rn, looked like old breast milk. Rn cleaned bed, but had suspicion about filter, so placed a cloth underneath. Of note, aminophylline added to line today. B: baby has r sided groin dl (double line) PICC. In white port (affected filter), line was running tpn, lipids, morphine gtt, and aminophylline gtt. Rn had called pharmacy to check compatibility of fluids as tpn compatibility chart had a note to be cautious with running aminophylline in high concentrations of ca/phos in tpn. Per pharmacy, ok to run because lipids and morphine would dilute the tpn, and instructed rn to watch line for turbulence. A: rn noticed yellow discharge on cloth at 1730. Rn placed filter in sterile 4x4 gauze and prepared for line change. Filter did not have any grossly visible cracks. R: entire tubing was changed right away in sterile fashion. Rn called rnts (registered nurse trauma specialist) to bedside to double check line function, and relayed information from pharmacy regarding potential of turbulence in line with aminophylline and tpn. Per rnts, line appeared ok as far as she could see. Resident notified as well.